Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie failed, and the barcode scanner was not working. A field service engineer was unable to replicate the reported malfunction. A field service engineer was informed that the problems had been addressed, and the customer conducted tests without encountering any issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system cubie in 6 s labor and delivery triage failed. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.